Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported "extreme fatigue, vasculitis, bleeding under the skin from waist down and on breasts and elbows." These events are not device related. The patient also reported the "epstein barr level was 652 for 2nd time in 6 months". This record is for the right side. The device remains implanted.